Manufacturer narrative:
The manufacturer previously reported information alleging a innospire go device is providing the device is only reported to be stopping after a short run. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previous report incorrectly stated the device is only reported to be stopping after a short run. The user of the device states that the device cannot be launched. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.

Manufacturer narrative:
The manufacturer previously reported information alleging a innospire go device is providing small doses and stops after a short run. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previous report incorrectly stated the device is providing small doses. The device is only reported to be stopping after a short run.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a innospire go device is providing small doses and stops after a short run. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Despite multiple attempts on 1/2/2025, 1/8/2025, 1/13/2025 the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box h has been updated/corrected.